Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a dissection in the aorta and a ruptured thoracic aortic aneurysm. It was reported that the patient was hypotensive from significant blood loss due to the dissection in the aorta and the ruptured aneurysm by the time the patient reached the operating room. The physician elected to attempt endovascular treatment of the dissected vessel and ruptured aneurysm. The thoracic stent graft was successfully implanted, however, the patient expired during the procedure, due to hypotension. No additional information was provided.

Manufacturer narrative:
Evaluation results: (pre-operative thoracic aneurysm rupture and dissected vessel).